Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to another device (onetouch ultra). The reporter claimed obtaining blood glucose readings of 85mg/dl with the subject meter and 42mg/dl on the other device, performed within an unknown time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. The reporter had detailed that she had developed symptoms of hypoglycemia prior to obtaining the allegedly inaccurate result however did not specify any symptoms that meet lifescan¿s criteria of severe hypoglycemia, or report receiving any medical intervention.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.